Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the battery was not lasting 3 minutes when unplugged. The charge was just over one minute. The ups battery cartridge was replaced and the issue was resolved. The battery cartridge has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while inspecting the system, a "ups critical battery" error was received when the mobile view station (mvs) was unplugged. There was no patient present when this issue was identified.